Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. Additional info was requested by fax, mail, and phone. A completed questionnaire was received (B)(6) 2014. (B)(4).

Event description:
A surgeon reported that a colleague had a pt with an unexpected post-op refraction in the right eye following intraocular lens (iol) implant surgery. Th pt's left eye had an iol implant of the same model and power. The outcome for the left eye was "excellent"; therefore, the surgeon believes the lens was mislabeled for the iol used in the right eye. Additional info was received from the implanting surgeon, who reported that the event continues.